Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16mmx2.5mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 32x3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and was noted that the tip of the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications was reported and the patient's status was stable.

Manufacturer narrative:
This device is a combination product. Correction: model number - previously reported as 9553, changed to 9554. Lot number - previously reported as 0023870089, changed to 24064794. Expiration date - previously reported as unknown, changed to 06/30/2021. Unique identifier (UDI) # - previously reported as (B)(4), changed to (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16mmx2.5mm target lesion was located in the severely tortuous and calfcifed left anterior descending artery. A 32x3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and was noted that the tip of the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications was reported and the patient's status was stable.